Event description:
The customer reported that they were returning unused product because of previous reported incidents of the buckles breaking. Eval of the returned products found that the buckle was broken.

Manufacturer narrative:
Product was not returned for eval. MFR reference file # (B)(4).